Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative reseated all the connections of pmb (power management board) to fix the reported issue.

Event description:
The hospital reported that, the unit was not switching on. There was no reported patient involvement.